Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly three years after her total hip arthroplasty the patient began experiencing severe pain in her left hip. It is further alleged that she underwent revision surgery on (B)(6) 2013 at which time the patient's surgeon "encountered femoral component loosening, loss of implant and bone fixation strength".